Manufacturer narrative:
An event of progressive pattern, heart failure, lung edema, structural valve deterioration and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the initially filed information, the following information was received on (B)(6) 2021. It was reported, upon explant, 2 of the 3 leaflets were calcified. It was also reported that bleeding, and ventricular dysfunction contributed to the patients cause of death. Imaging and operative notes were requested but could not be obtained. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was implanted with an 23mm epic supra valve with flexfit on (B)(6) 2020 and required early emergency intervention of an epic supra valve due to structural deterioration. The patient had symptoms of progressive heart failure and acute lung edema. On (B)(6) 2020, the patient's epic valve was explanted and replaced with a 25mm sjm masters valve. The patient passed away on (B)(6) 2020. The physician believed the death was due to early emergency re-operation that increased the risk of death. It was reported that there were no allegations against the sjm masters valve reported. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2020 the patient had a scheduled explant of a their 23 mm epic supra valve w/flexfit, five months post implant due to confirmed structural deterioration. The device was replaced with a 25 mm sjm masters series hemodynamic plus valve on (B)(6) 2020. Less than one month later, the patient is reported deceased on (B)(6) 2020. Further information has been requested.